Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis confirmed that the proximal insulation was abraded at 9.6 - 9.8 cm from connector pin, due to friction with another device, which caused the reported noise problem.

Event description:
It was reported that the atrial lead exhibited oversensing. A small insulation breach was noted during explant. The lead was explanted and replaced.